Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. The information included in b5 was inadvertently left out of the initial medwatch report. Please see updates to b5, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the reported events (green light was on but the unit switched off during use and unit alarmed/front panel control went blank) occurred due to a faulty main board. The root cause of the faulty main board was unable to be identified. Additionally, it¿s likely the relief function was not reducing pressure in the specified time because of a faulty manifold unit. The root cause of the faulty manifold unit was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the relief function was not reducing pressure in the specified time due to the manifold unit being faulty. Additionally, the unit alarmed, and the front panel controls went blank when the pressure was adjusted on the front panel. This report is being submitted for the green light was on and the power was coming through, but the unit was switching off during use, as well as the events found during the device evaluation.

Event description:
The customer reported to olympus that while using high flow insufflation unit, the green light was on and the power was coming through, but the unit was switching off during use. The issue occurred during the procedure, and the procedure was completed with a similar device. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty main board. The unit alarmed and the front panel controls went blank when the pressure was adjusted on the front panel. The relief function was not reducing pressure in the specified time due to the manifold unit being faulty. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.